Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Product sample was received, but not yet evaluated. No visual and functional testing has been performed. The reported issue could not be confirmed as the product sample has not yet been evaluated.

Event description:
It was reported that force sensor bridge test error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the device to be in good condition without any physical damage. There was evidence of the error or reported problem recorded in event history log. Customer reported problem however was not duplicated during the investigation. Corrective action was to replace force sensor and plunger cable as preventive measure. The root cause of the reported problem was unknown as no fault was found with the device. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 3500; h4: mfg. Date. 08-feb-2011.